Event description:
Customer reports testing on the meter with a result of 313 mg/dl and then retested using a different via of strips from the same lot number with a result of 109 mg/dl while using the advantage system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.